Event description:
The customer reported that the system di played in subtraction mode without command, thereby creating uninterpretable images. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The vortex image processor board was replaced. The system was tested and found to be working as intended and put back into service.